Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The following additional information was requested but not provided to date: was the reservoir being used from the first time and could not be activated? If no, how many times was the device re-activated when issue occurred? Were all connections checked to see if they were secure? Any cut/hole/damage noted on the device? Was another reservoir used to complete the case? Device return status/follow up no further information will be provided. Attempts to obtain the following information have been made with no response to date. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown ob-gyn procedure on (B)(6) 2019 and a reservoir was used connected to a drain. The reservoir swelled shortly after the procedure. In the ward negative pressure could not be applied properly. Further details are not provided there were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/25/2020 corrected information: d2, d2b, d3, g1, g2, g5.

Manufacturer narrative:
Product complaint #: (B)(4). Evaluation: sample received for analysis. Reservoir was inspected to identify that all the components were present and that there were no broken components. It was reviewed that plugs fit properly on the ports as shown. Plates open properly and plates close properly. Sample did not have damaged/broken components that could have cause reservoir to swell. Reservoir didn't present any tears (holes) on the front or the back side. To verify that there were no holes on the film, plate and ports were opened to allow the reservoir to be filled with air after that, exit port was closed with the plug and plate was pressed to confirm if there was any leak through the film but no leaks were identified due to air was maintained inside the reservoir after pressing the plate. Perimeter and port seal were verified, sealing didn't present any damage, channels, or incomplete seal that could generate a leak on the sample. Plate was locked, and ports were close, then plate was activated to verify if air could get inside the reservoir. After 10 minutes the reservoir maintained the same condition confirming there is no damage on the perimeter or the port seal. It was verified that duckbill was not occlude. Plate was closed, exit port was closed with the plug and after that the plugs from the entrance port (y-body) were remove and reservoir filled with air. Locking mechanism was also reviewed by opening and closing the plates 10 times and it work properly. Defect could not be duplicated on the sample received. Based on the present analysis, it is determined that the reported complaint is not verified and is not related to manufacturing process and other external causes may have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control.